Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2019 reporting that there was no change in their activity and they were walking normally when they received a large jolt of an electric shock feeling. Additional information was received from the consumer on (B)(6) 2019 reporting that the external devices were not recognizing the device. The patient had recharged completely the night before and was shocked. Poor communication was showing on the controller and recharger even when the devices were on their skin and had tried all antenna dial positions. No actions had been taken due to scheduling. No further complications were reported.

Event description:
Information was received from a manufacturer representative (rep) on 2019-oct-17. It was reported that the cause of the shock had not been determined and the cause for the inability to communicate has not been determined. On (B)(6) 2019, the patient reported via a rep that the implantable neurostimulator (ins) battery was in overdischarge. Since the shocking event, his charger and patient programmer (pp) were unable to communicate with the battery. Phyician recharge mode (prm) cleared the power on reset (por) but it seemed as if there were no issues in regards to the patient¿s claim of getting shocked and the battery. Lastly, it was noted that if the shocking continued, they would need to contact the rep for further troubleshooting. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they were walking at work when they received a shock/jolt that went down through his legs and dropped him. The patient clarified that the shock felt like a jolt that was like sticking his finger in a light socket. When the patient checked the implant with the programmer it was not recognizing the implant. The patient was seeing the reposition antenna screen on the recharger. The patient noted that he charges every other night to full. Prior to the shock the implant battery was ¾ full. The patient was no longer feeling stimulation since the shock. The patient explained he was not around any sources of electromagnetic interference that he knows of and that he was just walking when he experienced the shock. The patient had an appointment with his healthcare provider the day of the call. The indication for use was non-malignant pain.